Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, and a review of labeling. It was noted that the sample data provided by the customer indicated that the calibration date was (B)(6) 2012, which is past the 30 day curve stability for the assay. An accuracy testing protocol was executed using lot 45004un12, which met acceptance criteria and determined the reagent is performing acceptably. Tracking and trending did not identify an adverse trend. Our evaluation did indicate an increase in complaint activity. Therefore additional panel testing was completed. The panel testing results were within specification, which demonstrates that our assay can accurately detect a known concentration of troponin-I. Labeling was reviewed and found to be adequate. Based on the available information no malfunction and no product deficiency of the architect stat troponin-I reagent list number 02k41, lot 45004un12, was identified.

Event description:
The customer observed a falsely elevated troponin result while using the architect stat troponin-I reagent. The customer indicated an initial result of 0.110 ng/ml and a retest result of 0.199 ng/ml. The specimen was re-centrifuged and generated retest results of 0.002 ng/ml and 0.004 ng/ml. The customer indicated that the cutoff value is 0.15 ng/ml. There was no adverse impact to patient management reported. No additional patient information was provided.